Event description:
It was reported that during a lap appendectomy procedure, the device was fired and then reloaded. When the device was reloaded, the cartridge popped out of the device while stuck on tissue. It was excised from the tissue. No tissue trauma. The procedure was completed with a new device. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 02/22/2008. Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device and it did not fell out. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.